Event description:
Procedure type: hysterectomy. According to the reporter: the plastic tip of trocar broke off during insertion of port. The tip was removed from patient's adipose tissue. The operating time and incision were not extended as a result. No patient injury was reported. Patient status ok.

Manufacturer narrative:
(B) (4). (B) (4).